Manufacturer narrative:
Complaint conclusion: as noted in the publication by lauren et al., (april 13, 2018). Safety and efficacy of arterial closure devices in an office-based angiosuite, ann vasc surg 2018; 51: 10¿17, report 1 event of retroperitoneal bleed associated with the mynx device that required inpatient or emergency department management that required hospitalization regardless of length of stay." The device was not returned for analysis. A device history record (DHR) review could not be completed as the lot number was not provided. Retroperitoneal hemorrhage (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a backwall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the retroperitoneal bleed reported; however, it¿s likely to be related to patient and pharmacological factors. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned in the instructions for use, which is not intended as a mitigation, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. The safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
"As noted in the publication by lauren et al., (april 13, 2018). Safety and efficacy of arterial closure devices in an office-based angiosuite. Ann vasc surg 2018; 51: 10¿17, report 1 event of retroperitoneal bleed associated with the mynx device that required inpatient or emergency department management that required hospitalization regardless of length of stay."